Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED would not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Evaluation of the device confirmed a persistent service code 5310 identified by the AED. Further inspection determined that the speaker wire was loose and unsoldered within the unit, resulting in speaker failure. This case was filed in error as a duplicate; the issue was originally reported under MDR 3003521780-2023-00298.